Event description:
It was reported that a patient with a 31mm 7300tfx valve implanted in the mitral position after an implant duration of 11 years, 9 months due to unknown reason. Valve-in-valve procedure was attempted but aborted due to distorted patient anatomy. Additional information later reported that the patient later underwent mitral valve replacement at another facility, device implanted in replacement was not provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b5, d6b, g3, g6, h2, h4, h6 component code, device code(s), investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Event description:
It was reported and per investigation that a patient with a 31 mm 7300tfx valve implanted in the mitral position explanted after an implant duration of 11 years, 9 months due to intravalvular regurgitation with prolapse leaflet. Valve-in-valve procedure was attempted but aborted due to distorted patient anatomy. Additional information later reported that the patient underwent mitral valve replacement 5 days later at another facility, device implanted was a 33 mm non-edwards valve. Patient was discharged to home with home health on pod # 8. Per additional information, there was tee showed posterior intravalvular regurgitation. There is no pvl or rocking or dehiscence of the valve. The anterior leaflet prolapses into la during systole with large flail gap.